Manufacturer narrative:
Complaint conclusion: as reported, a 6f vista brite tip guiding catheter was ¿broken off.¿ the device was not used in the patient and there was no patient injury. Additional information received indicated that the 6f vista brite tip guiding catheter was broken off at the distal tip during prep. Another catheter was used to complete the procedure. The device was not used in the patient and there was no patient injury. The product was stored according to the labelling. The intended procedure was treatment of renal artery stenosis. The damage of the distal tip separation was noted when it was removed from the packaging. The device was handled and prepped according to the instructions for use (IFU) with no anomalies noted. It was reported that there was a little difficulty removing the catheter from the packaging. The device was not pulled out by the hub. There was no excessive torquing required, however, it was reported that the device was kinked at the area of separation. Another rdc catheter was used to complete the procedure. A non-sterile unit of 6f .070 rdc I (small) 55cm was received inside of a plastic bag. The guiding catheter received had eight kink conditions at 5 cm, 8.5 cm, 18 cm, 23 cm, 26 cm, 41 cm, 54 cm and 55.5 cm from the distal tip. A compressed condition was observed on the brite tip portion. Functional analysis was not performed due to the condition in which the non-sterile unit was received. The device was inspected under the vision system and a compressed condition was confirmed on the brite tip portion. The brite tip was not received in a separated condition. The od / ID from the catheter were measured near the kink conditions observed and results were found within of specification. Review of lot 17280110 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported by the customer as ¿brite tip/distal tip-kinked/bent-during prep¿ was confirmed due to the condition in which the device was received. The event reported by the customer as ¿brite tip/distal tip- separated-during prep¿ was not confirmed as the catheter was not received separated. The exact cause of the reported event could not be conclusively determined. According to the product IFU, users are cautioned to inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Controls are in place to verify catheter damages. Furthermore, torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer). Neither the device history record review nor the analysis results suggest that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Please note that the gender of the patient is unknown. Phone: (B)(6). The device is available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported that the 6f vista brite tip guiding catheter was broken off. The device was not used in the patient and there was no patient injury. The product was stored per labelling.

Manufacturer narrative:
Additional information was received: the 6f vista brite tip guiding catheter was broken off at the distal tip during prep. Another catheter was used to complete the procedure. The device was not used in the patient and there was no patient injury. The product was stored per labelling. The intended procedure was treatment of a renal artery stenosis. The damage of the distal tip separation was noted when it was removed from the packaging. The device was handled and prepped according to the instructions for use (IFU) with no anomalies noted. It was reported that there was little difficulty removing the catheter from the packaging. The device was not pulled out by the hub. There was no excessive torquing required, however, it was reported that the device was kinked at the area of separation. Another rdc catheter was used to complete the procedure. The device was received for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.